Event description:
It was reported by service report that the lock bar strut was broken and the seat weldment was bent. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Lock bar strut and seat weldment.